Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed in a vf episode during follow-up in clinic. Lead damage was suspected. No intervention was reported. Patient is in good condition.